Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio cleared the error codes and they did not recur. Physio found the therapy connector going to the charging capacitor was not fully seated. The connector was reseated to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio- control to report a non- critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device logged an error code that can be indicative of the device's failure to deliver energy. As a result, defibrillation therapy may be unavailable, if it was needed.